Event description:
During removal of the transfemoral esheath post sapien xt deployment, a piece of calcium traveled to the left common iliac artery just beyond the bifurcation. A stent was placed to successfully trap the piece of calcium. As the team was getting ready to close the femoral artery via the crossover technique, the team noticed a mobile piece of calcium in the descending aorta just inferior to the kidneys. As the nf+ was pulled through the esheath from the right side to the aorto iliac bifurcation, the piece of calcium traveled to the left common iliac just beyond the bifurcation. The team then decided to use a self expanding stent to trap the piece of calcium between the vessel and the stent to prevent the calcium from moving. A self expanding stent was deployed and successfully trapped the piece of calcium. The sheath was then safely removed from the right common femoral artery and vessel was closed. The stable patient was then transferred to post op unit for management. The team was aware of the shelf of calcium in the descending aorta. However, it is not clear if the piece of calcium became mobile as a result of a catheter used during pci performed prior to tavr, the introducer from the expandable sheath, or the delivery system hitting the calcium.

Manufacturer narrative:
Per the instructions for use (IFU), valvular thrombosis and embolization of air, calcification or thrombus are potential adverse events associated with transcatheter aortic valve replacement and bioprosthetic heart valves. In this case, the exact cause of the calcium shfit cannot be confirmed. However, it is likely that the piece of calcium became mobile as a result of a catheter used during pci performed prior to tavr, the introducer from the expandable sheath, or the delivery system hitting the calcium. The calcium was immobilized with a self expanding stent. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.